Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, in the patient's left eye (os), on (B)(6) 2020. The lens was explanted later the same day due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.